Event description:
Primary line for phenylephrine gtt (glucose tolerance test) broke part at first junction proximal to spike. Patient was recent readmitted so I had just recently spiked and primed a new phenylephrine bag on admission. As I was applying curos caps (PICC line), the IV tubing came apart in my hands. It appears the tubing came right out the bottom of the luer lock port. I had another primary line so quickly exchanged lines and patient's nibp (non-invasive blood pressure) appeared unaffected (nibp q15min). Patient's mentation remained normal. Line sequestered and given to assistant manager. Unfortunately, the original package not retained. These are the three lot numbers present in the bin after the event. (10)r24a04017, (10)r24a05024, (10)r23k07055.